Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple wall adapters and usb cables. In addition, while attempting to charge the pump multiple temperature alarms occurred while the pump was at normal temperatures. Customer reported blood glucose level was 173 (mg/dl). Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.